Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she has been receiving no deliveries and that her pump asked her to rewind the night before. She stated that she was in the shower and her pump was beeping no delivery and prompted her to rewind. She completed the rewind and saw insulin exiting out of the quick release. She said that she reattached it back to her body. The customer¿s blood glucose was 400 mg/dl and she treated with a bolus from the insulin pump. The morning of the call, her blood glucose was 239 mg/dl, which she said was normal for her in the morning. The customer declined troubleshooting for high blood glucose. She stopped the troubleshooting for the no delivery alarm because she believes that the current set and reservoir are fine to use. The customer was advised to change the entire infusion system. She was at work and was not able to go forth with any further troubleshooting. The products will not be returned for analysis.